Manufacturer narrative:
The product has not been returned for evaluation. Should new info become available, a follow up report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms after the third day of using the same cartridge and infusion set. Customer's blood glucose level was impacted (360 mg/dl).